Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen became frozen on the "preparing to fill" notification and the customer was unable to clear the notification. The customers blood glucose (bg) level was impacted (289 mg/dl). The customer reverted to insulin pens for insulin therapy. During troubleshooting with tandem technical support, the notification was able to be cleared and insulin delivery was able to be resume.